Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was unresponsive. Customer's blood glucose level was 340 mg/dl. During troubleshooting with tandem technical support, it was confirmed that the pump touchscreen was working properly.